Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). The cage featured some minor signs of use such as water stains on its surface and material wear around its drive feature. There were no immediately observable defects to the body of the cage, nor was there wear to the surface features of the cage that could affect its ability to function. The cage could be expanded despite the presence of tissue in the cage and remained in its expanded state when stresses were applied to it. The cage was returned in its non-expanded state. There was no report of the cage collapsing, which could reduce its profile in the patient enough to migrate postoperatively. The perioperative and postoperative scans showing the cage¿s position were not returned for investigation. We cannot readily determine how or if the cage migrated postoperatively using the sample and the information provided. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the cage migrating postoperatively cannot be determined from the sample and the information provided. A potential root cause cannot immediately be determined. The report of the cage migrating cannot be confirmed since there is no damage to the cage that could confirm it and the defect cannot be immediately replicated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is anticipated to be returned for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the concorde lift cage migrated into the patient's canal. Patient will be revised. Initial implant date was (B)(6) 2019.